Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), fallopian tube perforation ("fallopian tubes perforation"), genital haemorrhage ("hemorrhages") and pelvic pain ("continuous pains") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomits"), diarrhoea ("diarrhea"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (essure was removed). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, vomiting, diarrhoea, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, diarrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, tooth loss, uterine perforation and vomiting to be related to essure. The reporter commented: around 30 women underwent uterus excision and unspecified number underwent fallopian tubes excision. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of uterine perforation ("uterus perforation"), fallopian tube perforation ("fallopian tubes perforation"), genital haemorrhage ("hemorrhages") and pelvic pain ("continuous pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), vomiting ("vomits"), diarrhoea ("diarrhea"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (essure was removed), surgery (essure was removed) and surgery (essure was removed). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, vomiting, diarrhoea, alopecia and tooth loss outcome was unknown. The reporter considered alopecia, diarrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain, tooth loss, uterine perforation and vomiting to be related to essure. The reporter commented: around 30 women underwent uterus excision and unspecified number underwent fallopian tubes excision. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.